Event description:
Customer reports back to back testing to a professional meter, while using the compact system with results of 338 mg/dl on customer's meter and 145 mg/dl on professional meter. Customer also did back to back testing on the same meter with results of: 370 mg/dl to 80 mg/dl and 117 mg/dl to 52 mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.